Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number was not provided; neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.

Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during dwell 3 of 5. Per the initial report, home patient (hp) had a system error 2240 (air in the set). The hp stated he woke up to his hc beeping with a system error 2240. The tsr explained the alarm and instructed the hp to end therapy. The hp would do continuous ambulatory peritoneal dialysis. Global product surveillance contacted hp on (B)(6), 2011. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.